Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies had been reprogrammed from the initial 0% atrial episode storage on july 19 to 20% because he had atrial data already stored in the device. Later, the nurse was unable to interrogate device. The nurse verified on an external monitor that the patient is in 70 bpm (it appears to be pacing in ddd at 70 with an underlying atrial arrythmia). The nurse confirmed that the device is sensing appropriately as the device allows the patient's own intrinsic rhythm. The device was explanted, replaced and returned to guidant for analysis. No adverse patient symptoms were reported. ,